Event description:
Revision surgery - the pt had a loose cup. The surgeon replaced the head and liner with our implants; used different vendor for cup.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose device after 3.5 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 14th complaint for this part number: seven due to dislocation, two revisions, one due to device failure, one due to pain, one for wear, and one for stability/poor joint. This is the first complaint for this lot number. The root cause for the loose device was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.